Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-1110, serial (B)(4) , description: precision implantable pulse generator the explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that the patient was experiencing worsening pain after a sacroiliac joint injection and was also caused by the scs system when sitting and rubs against the battery. The patient underwent bilateral ipg explant procedure. No device malfunction was suspected.